Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 450 mg/dl with large ketones. Customer went to the emergency room (ER) and was treated with intravenous fluids and insulin drip. The customer was released from the ER with no permanent damage. The customer did not recall for how many hours or days they were in the ER. No additional information was provided.